Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the reported complaint states that the patient was no longer feeling the stimulation. Upon receiving, the device measured 3.46 vdc, and it was charged to 3.95 volts in one charge cycle. The device passed the required tests and exhibited normal device characteristics. The source of the reported complaint was verified to be with the associated lead. Sc-2317-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual inspection found that lead was bent/kinked/damaged at the clik x anchor site, 2 cms from the set screw mark. The fracture location is 19 cms from the tip of distal end. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik x site fracture. The fractured cables resulted in the reported loss of stimulation. The lead proximal ends were cleanly cut and the cables are not exposed. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-4318 (ln: 19516940) the eyelets were torn, and there was no missing silicon material.

Event description:
A report was received that the patients lead contacts were elevated and impedances fluctuated. It was also reported that the patient had to charge the ipg frequently. The patient underwent an ipg and lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patients lead contacts were elevated and impedances fluctuated. It was also reported that the patient had to charge the ipg frequently. The patient underwent an ipg and lead replacement procedure and was reportedly doing well postoperatively.